Event description:
Through the implant patient registry, it was reported that a patient with a 29mm 3000tfx pulmonary valve implanted for 11 years, 7 months underwent a valve-in-valve procedure due to severe symptomatic pulmonary valve dysfunction. The patient presented with congestive heart failure. The device was replaced with a 29mm 9600tfx transcatheter valve. The patient tolerated the procedure well and was discharged on pod #1 in a stable condition. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. Per the instructions for use (IFU), the safety and effectiveness has not been established for children, adolescents, and young adults. This patient was (B)(6) at the initial time of valve implantation. Moreover, this 3000tfx valve is indicated for patient's who require replacement of their native or prosthetic aortic valve. This device was implanted in the pulmonary position. This device has been used in an off-label manner. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through the implant patient registry, it was reported that a patient with a 29mm 3000tfx pulmonary valve implanted for 11 years, 7 months underwent a valve-in-valve procedure due to degeneration, severe regurgitation and moderate stenosis. The patient presented with congestive heart failure. The tpvr was performed with a 29mm 9600tfx transcatheter valve. The patient tolerated the procedure well and was discharged on pod #1 in a stable condition. According to the physician, there was no allegation that the surgical valve prematurely failed.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.